Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and with cracked reservoir tube lip.

Event description:
Customer's niece reported customer's blood glucose has been high. Customer's blood glucose was 600 mg/dl. She treated with a manual injection. Customer experienced irritability and frequent urination. Customer has called in twice in the past two months for the same issue. The device is being replaced. Nothing further reported.